Event description:
Information received by medtronic indicated that the customer mentioned piston did not rewind. The event involved product(s) mmt-1712k. The customer reported no adverse event. Troubleshooting was not performed. No further details were provided. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The insulin pump mmt-1712k will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to test for drive/motor anomaly-rewind anomaly due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces the open-book was generated since the critical pump error 63 (file/line=522/341) was triggered 3 times in a row (on 07/09/2025). Pump error 63 was generated due to arm watchdog failure (1 st byte code = 0xc = 12) - suspecting hw issue.] Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. The following were noted during visual inspection: missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Perform the history review 2 days prior to the event date 01-jul-2025 in the pump history file and there were no unexpected pump error(s)/alarm(s) noted. Drive/motor anomaly-rewind unknown. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to 3 sequential pump error 63. Alarm-a357-pump error 63 confirmed due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.